Event description:
It was reported in a research summary article that the purpose was to evaluate the 5 year real world results of the supera self expanding stent (ses) implantation in below the knee prosthetic bypasses (bkpbs). Fourteen patients were included in the study and all patients underwent supera stent implantation in infrainguinal prosthetic bypass between 2012 and 2017 due to a history of recurrent thrombosis and kinking of the prosthetic bypass. The supera stent was implanted to prevent recurrent graft thrombosis. The diameter of the supera stent used was not in a 1:1 ratio to the diameter of the graft due to the suspection of mural thrombi present in the graft. The definition of major adverse cardiovascular events (mace) included: acute coronary syndrome, stroke (either ischemic or hemorrhagic stroke), cardiovascular death and all-cause death. Major adverse limb events (male) were defined as either major amputation of the revascularized limb or reintervention of the revascularized segment. Patients were reevaluated at clinic visits 1 month, 6 months, 12 months, and then every 12 months. No mace or male were observed during the 30-day follow-up period. However, 1 minor complication was noted: access site hematoma and treatment was not specified. Six patients were lost to follow up before 60 months. Additionally, episodes of supera stent and graft thrombosis were treated by catheter-directed thrombolysis. Four cases of supera stent restenosis were successfully treated with angioplasty. One stent fracture was observed during 60 months of follow-up. The stent fracture occurred 5 months after stent implantation, which resulted in bkpb thrombosis and above the knee amputation. All six amputations were associated with supera stent and bkpb thrombosis and failure. It was found that implantation of the supera stent to prevent thrombosis of the bkpb is a feasible option in cases of stenotic kinking of the prosthesis during knee flexion. Supera stent in the treatment of recurrent bkpb thrombosis is a safe procedure with acceptable mid-term results. Additional information can be found in the article "five-year experience of interwoven self-expanding stent implantation in stenotic kinking of below the knee prosthetic bypasses".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the part and lot number was not reported. The investigation determined a conclusive cause for the reported break-stent cannot be determined. A conclusive cause for the reported thrombosis, stenosis and hemorrhage, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The reported patient effect(s) of thrombosis, stenosis and hemorrhage is listed in the supera peripheral stent systems instructions for use as a potential adverse effect. Literature attachment: article title "five-year experience of interwoven self-expanding stent implantation in stenotic kinking of below the knee prosthetic bypasses" b3: date of event is estimated d4: the UDI is not known as the part and lot number were not provided. D6a: date of implant is estimated